Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 522 mg/dl at the time of incident. Customer stated that the drive support cap appears to be loose and flush. Customer stated that the insulin pump had compromised force sensor system alarm. The customer declined troubleshooting for high blood glucose level and error. The customer was treated with manual injections for high blood glucose level. Advised customer to treat as per healthcare professional instructions. The insulin pump will be returned for analysis.